Event description:
It was reported that the pump touch screen was unresponsive. Additional information was unable to be provided. It was reported that the customer went to the emergency room (ER), and was subsequently hospitalized with a blood glucose (bg) level of approximately 500 mg/dl. Reportedly, manual insulin injections were administered in attempts address elevated bg level prior to going to the ER. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.